Event description:
Customer reports 2 fiber leaks at the onset of treatment noted by visible blood in the dialysate lines. These dialyzers were processed a second time on the renatron where both failed the pressure test, confirming the fiber leak. Estimated blood loss was 200cc. Treatment was continued with disposables without incident. No pt injury or medical intervention reported.